Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). D11: power supply, elec. Dermatome/ pn (B)(4)/ sn (B)(4). The device history record for zimmer electric dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 13 february 2019, it was reported from queens medical center that a dermatome shut down while taking a graft. Prior to taking the graft, the dermatome was also tested and was not turning on properly. The customer returned a zimmer electric dermatome, serial number (B)(4), and a zimmer electric dermatome power supply, serial number (B)(4), for evaluation. Evaluations of the dermatome and power supply occurred on 5 march 2019 and the technician found that the motor ran erratically on the dermatome. The dermatome was further noted to be within side to side calibration specifications and the control bar was noted to be in the correct place. The power supply was found to be functioning as intended. Repair of the dermatome occurred the same day and involved replacing the motor, power switch, power cord assembly, and multiple bearings. The technician then tested and verified that both the dermatome and the power supply were functioning as intended and the devices were returned to the customer without further incident. The dermatome and the power supply were tested, inspected, and repaired. Reference numbers (B)(4) on 13 february 2019. While the service technician found that the motor was running erratically, which would cause the device to not cut properly and appear as though it is turning on and off during use, it cannot be determined from the information provided as to what caused the motor to malfunction. Therefore, a specific root cause of the reported shutting down during use and not turning on properly cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
Handpiece electric dermatome shut down while taking graft during surgery. Another site was used for the additional graft that needed to be taken. There was delay involved since an additional graft was harvested. No additional patient consequences were reported.